Event description:
It was reported that insulation abrasion and externalized conductors were observed on proximal end of lead. All electrical measurements were normal. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned cut in multiple parts. Internal abrasion was found between 37.6cm - 42.6cm from the cut end of the distal part. Externalized sensing conductors were observed in this area.